Event description:
It was originally reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted the patient had not charged for a while. The reporter stated they had not charged for a couple weeks because they were gone and forgot to charge. It was noted the last time the patient felt stimulation was at least a week ago. It was further noted the patient was getting a reposition antenna screen on the recharger. It was noted the patient repositioned the antenna and turned the dial, but they were unable to communicate with the ins. It was noted a communication problem was reported. Additional information received reported the patient received assistance form their healthcare professional. It was noted the patient did have concerns with their device or therapy. It was further noted the patient had an appointment on 2013-(B)(6). The reporter stated they had not received their ID card and they had good customer service from their healthcare professionals. It was later reported on (B)(6) 2013 that the ins was explanted and returned to the device manufacturer for diagnostic testing. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2011-(B)(6), product type extension product ID 3708240, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).